Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The patient experienced (B)(6) infection following wound closure when the physician removed the orthopedic pins equipment. The patient received antibiotic therapy following new wound closure. The surgeon opines that the infection did not come from the suture but from the mepilex band-aid dressing and solution not being applied as it should with creation of air bubbles that could cause infection. The patient has recovered. No additional information was provided.